Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Only the tube sheath was returned. The tube sheath was deformed. The manufacturing record was reviewed and found no irregularities. The exact cause of the reported event could not be conclusively determined. This type of the event is most likely related to the operator's technique. Based on the past similar cases, it was known that this event occurred since the loop was caught between the hook and the coil sheath after the loop was released in the tube sheath for unspecified reason. The instruction manual of the device has already warned as follows; do not remove the loop from the hook while the coil sheath is not extended from the tube sheath. Otherwise, the loop may be tangled with the hook and become impossible to be removed.

Event description:
During an unspecified procedure, the subject device was used. The loop of the subject device could not be released. The user cut off the loop. No patient injury was reported. This is the report regarding the failure of releasing the loop.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code" of common device name.